Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 16gx1-1/2in rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that during assembly process particulate, broken cap, and cap missing on needles were found. Description: hello there, I will report the follow quality issue, during assembly process we have found some defective samples, with many defects as particulate, broken cap, cap missing etc, we already sort all material."

Event description:
It was reported that needle 16gx1-1/2in rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that during assembly process particulate, broken cap, and cap missing on needles were found. Description: hello there, I will report the follow quality issue, during assembly process we have found some defective samples, with many defects as particulate, broken cap, cap missing etc, we already sort all material".

Manufacturer narrative:
Investigation summary one photo was provided. It shows 1 sealed packaging blister. The needle assembly has the plastic shield missing. What it could have happened is that the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the silicone to fix it after that a plastic shield is assembled. In this case, it could be that the plastic shield was not assembled to the part and not detected in the next processes. The excess of epoxy could have been induced by a jam at the cannulator. The shield damaged it could have happened while it was assembled. The particulate would need a photo to better understand the symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.